Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the chuck jaws are worn and the connection part distorted. This was attributed to improper use and excessive handling. The device was exchanged and the replacement sent to the customer on 05/28/2013. Placeholder.

Event description:
The device was returned for repair, no further information was provided. During service, it was reported that the clamping jaw was broken and the connection part was distorted. This is report 1 of 1 for complaint #(B)(4).